Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested and received: what color cartridges were used? Unknown as surgeon could not identify where the bleed was originating from. Was buttressing material used? No. Was the bleeding intraluminal or intra-abdominal? Intraluminal. Was there any issue noted with staple formation during procedure? No. How was the bleeding identified? Blood in stool. What is the current patient status? Patient is doing fine today.

Event description:
It was reported that after a laparoscopic roux-en-y gastric bypass procedure, the patient developed a gastric bleed. Case was completed with the same stapler. The patient was required to stay in hospital two additional days prior to being discharged. Patient did not require a transfusion. Patient is doing fine today.